Event description:
During a right colectomy procedure, when the plcr75b reload was fired via an idrivec, the idrivec indicated a flashing red light and the staple formation was not completely hemostatic.

Manufacturer narrative:
The idrivec was visually examined and functionally tested. The device conformed to specs, and was capable of successfully firing a loaded plc75 into test media, resulting in proper staple formation. The root cause of the reported failure could not be ascertained. The plc75 was also tested and conformed to specs. Evaluation summary: idrives and idrivec calibrated and fired plc75s and reloads without incident. The two plc75s worked as intended.